Manufacturer narrative:
Corrected h.6 type of investigation, investigation findings, and investigation conclusions. The device was returned for evaluation. During visual inspection, the crimped valve was noted to have multiple bent struts observed at the inflow, with one strut bent approximately 45 degrees. All struts were exposed through the skirt, which is normal after crimp and use. Outflow of valve was crushed and warped. Inflow of valve appeared to be flared out. The valve was expanded and one bent strut remained bent approximately 45 degrees. The frame was slightly distorted. Multiple struts were exposed through the skirt and it was normal after crimped and used. Leaflets were wrinkled and dehydrated due to storage condition during the return handling process. No functional or dimensional testing were performed due to the condition of the returned device. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the codes of the complaints. Difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in frame damage has previously been documented in a product risk assessment (pra). Manufacturing mitigations/controls relevant to the issue (e.g., visual and dimensional inspection to the frames, mechanical testing to the tensile specimens) are captured in the pra. Content was reviewed and these mitigations remain applicable to the manufacturing of this work order. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Imagery was provided and tortuosity was observed in the patient's access vessels. The IFU/training mitigations/controls relevant to the reported issue are captured in a product risk assessment (pra). Edwards has provided guidelines and instructions to physicians on how to properly handle, prepare, and use the thv and system in the IFU and training materials. The users are instructed on how to screen patients to ensure adequate vessel access and to reduce vascular complications. In addition, a step-by-step instruction on how to insert and advance a delivery system through the sheath including mitigation steps and best practices to address high push force are provided. The users are instructed to correctly orient and lock the delivery system in default position before insertion and for the loader to be fully advanced into the sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, and in expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system. If push force is too high or valve and sheath are damaged or valve is still stuck, remove valve and sheath together as a single unit and replace, and do not over-manipulate the sheath at any time. In case of vascular injury, vascular complication management instructions are included for resolution. Based on the review, no IFU or training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. A product risk assessment (pra) was previously initiated to investigate the cause and assess the risks associated with high push force of the commander delivery system with s3u through the esheath. To address the issue, a corrective action preventive action (CAPA) was initiated to drive corrective/preventive actions. The corrective action is intended to reduce, but not eliminate the complaint occurrence, and the CAPA has been closed after demonstrating reduction of complaint rate for frame damaged. The risks outlined in the pra remain the same. The pra documents the difficulty advancing the delivery system through the sheath, resulting in system components interfere with access vasculature resulting in additional surgical intervention, which did occur during this event. No further action is required. Since no product non-conformance was confirmed, a product risk assessment escalation is not required. The valve frame damage was confirmed through the device evaluation. No manufacturing non-conformance were identified. Review of the DHR and lot history did not provide any indications that a manufacturing non-conformance would have contributed to the complaint. A review of IFU/training materials revealed no deficiencies. As reported, 'as our delivery system traversed through the left iliac the team was not able to advance it past the external iliac due to tortuosity. The team attempted to retract the delivery system a little to then readvance at a different angle. This back and forth was performed several times but the delivery system would not advance. The team tried one more time to advance and during this attempt, a strut of the 26mm s3u valve on the inflow side bent backwards at a 90-degree angle'. Per training manual, 'push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. Per 3mensio, the patient access vessel had presence of tortuosity. Presence of tortuosity can create sub-optimal angles that can lead to nonaxial alignment in the advancement of the delivery system, and lead to resistance and high push force in this case, it is likely that resistance was encountered during the delivery advancement, and excessive force was applied to overcome the resistance, the valve caught and punctured through the sheath. Subsequently, additional manipulation and/or force could result in bent strut as observed. These patients and/or procedural factors mentioned above, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. The CAPA has identified potential areas for s3u design/process improvement to mitigate against the failure. As such available information suggests patient factor (tortuosity) and/or procedural factor (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time.

Manufacturer narrative:
This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report nos: 2015691-2021-07084 and 2015691-2021-07085.

Event description:
As reported, during a tf tavr case in a patient with a history of an evar with a descending aortic stent into bilateral iliac stents, the team placed a lunderquist wire in order to straighten the patient's left iliac artery tortuosity and used a 14f esheath dilator to dilate the vessel. Once the vessel was dilated the esheath was inserted over the wire. The team then replaced the wire with a safari extra stiff wire into the esheath. Next, the team performed a balloon valvuloplasty and the bav balloon was exchanged for the delivery system. As the delivery system with valve traversed the left iliac the team was not able to advance it past the external iliac due to tortuosity. The team attempted to retract the delivery system a little to then readvance at a different angle. This back and forth was performed several times but the delivery system would not advance. The team tried one more time to advance and during this attempt, a strut of the 26mm sapien 3 ultra valve on the inflow side bent backwards at a 90 degree angle. The team discussed the fact that they would need to bring the sheath and delivery system out together and possibly do a groin cutdown. A second esheath was opened and prepped as the team worked with the system stuck in the sheath. The team attempted to bring the sheath and the system out together percutaneously and the patient's blood pressure dropped immediately. Vascular surgery and interventional radiology were called to the room. The tavr team inserted a peripheral balloon from the left wrist in an attempt to tamponade the iliac from above but that was unsuccessful. The patient decompensated, CPR was started, the cardiac surgeon performed a left sided thoracotomy to access the aorta, clamped it, and the left groin was opened in order to control the left iliac, which was torn. The valve and delivery system never exited the sheath. The sheath seem was torn. The devices were surgically removed by the vascular surgeon. The patient was transferred to the va hospital and is doing well, per physicians involved in the case.

Manufacturer narrative:
Investigation is ongoing.